Event description:
Customer reported experiencing delayed response issues with touchscreen. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event because customer declined follow-up.